Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and a cause for the reported difficult to remove from the anatomy (clip becoming caught on anatomy) resulting in unspecified tissue injury cannot be determined. Image resolution poor was related to procedural conditions, as the imaging quality was reported to be suboptimal. Tssue damage is listed in the instructions for use as a known possible complication associated with triclip procedures. Hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During placement of the device, the triclip became stuck under the septal annulus. Troubleshooting was performed successfully and they were able to remove the cds into the right atrium. During this process a chordae was compressed and torn. The physician decided to remove the clip and discontinue the procedure without implanting a clip due to challenges with imaging. The final tr remained at grade 5. There was no clinically significant delay reported.